Event description:
Tech was removing tube from centrifuge and stopper came off. Blood spilled on her hands which were very cracked and had small cuts on them. She did not have gloves on. Did not follow universal precautions. Review of database indicates no other incidents recorded for this production lot number.